Event description:
As reported by the user facility: (B)(4). Lot# unknown; needle stick injury. Nurse inserted product into patient without incident. Safety clip did properly engage and needle was placed off to the side. When nurse began to clean up procedure area, she grabbed the used product and was stuck. It appeared that the safety clip had slid off to the side, exposing the needle tip. MFR 9610825-2013-00232.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). In a follow up with the facility, the reporter confirmed that the safety clip did properly engage when the nurse placed the used needle off to the side in a tray. The reporter stated that the event occurred when a second nurse came to assist the nurse by cleaning up supplies. The assisting nurse went to gather the used materials and the other nurse did not inform her that a used needle had been placed in the tray with the other used supplies. The assisting nurse received the needle stick when picking up the used supplies for disposal. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information was forwarded to the actual manufacturer, b. Braun malaysia. Without the actual sample, a thorough investigation could not be performed. No specification conclusion can be drawn. If additional pertinent information becomes available, a follow up report will be filed.